Event description:
It was reported that a pt sustained a radiation burn on the lower back after being scanned with an innova 2100-iq system. No system malfunction has been reported at that time.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.